Event description:
It was reported that during a bph prostate procedure, the customer reported the fiber "stopped working and the fiber tip was loose / broke" at 132,596 joules and 20:26 minutes of usage, the second fiber "tip broke and started spinning in sheath" at 72,639 joules of usage and 07:14 minutes. The third "fiber tip broke and could be seen spinning in sheath" at 89,194 joules of use and 09:18 minutes. The case was completed with a fourth fiber. Patient outcome: ¿ok¿ reported. No injury to patient or user reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-429a-(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits moderate charred detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.